Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. It is unknown at this time if the device will be returned for evaluation. The product remains implanted in the patient, but a revision is planned for a later unspecified date at which time the device may be returned for testing. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00108, 0001032347-2020-00109. Concomitant medical products: htr-pmi a.b. 1953-20190619 right top parietal implant, part# pm622209, lot# 917120; 1.5mm system 4 hole extra long straight plate, part# 01-7048, lot# unknown; 1.5mm system high torque (ht),sd,x-dr,scr,5/pk, part# 91-6104, lot# unknown; unknown screws, part# unknown, lot# unknown. The user facility is foreign; therefore a facility medwatch report will not be available. Report source ¿ (B)(6).

Event description:
It was reported the patient will undergo a revision of a custom cranial plate due to unspecified medical issues. The custom cranial implant will be removed and will be replaced with a new custom cranial implant. Attempts have been made and no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed as a revision surgery was reported. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The DHR was reviewed; no non-conformances were found. There are no indications of manufacturing defects.the most likely underlying cause of the complaint is due to the health condition of the patient. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report. B5 describe event or problem. D10 device availability. G4 date received by manufacturer. G7 type of report. H2 follow up type. H3 device evaluated by manufacturer. H6 method code. H6 results code. H6 conclusions code. H10 additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.